Event description:
It was reported that during da vinci-assisted surgical procedure, jaws of tip-up fenestrated grasper instrument did not open. No further information provided at this time. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the jaws of tip-up fenestrated grasper instrument did not open and a possible entrapment of tissue, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The tip-up fenestrated grasper instrument was analyzed. Fa investigations could not reproduce/confirm the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There was no misalignment of the grips. The instrument was fully functional. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Additional investigation found dried residue on the clamping pulleys. Common causes of this failure mode are typically attributed to the mishandling and misuse such as improper cleaning/reprocessing techniques and insufficient flushing. The probable root cause could not be determined based on fa analysis. Issues related to complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse and recognition issues. The tip-up fenestrated grasper instrument was visually inspected and evaluated for its mechanical characteristics. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported issue. This event is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the jaws of tip-up fenestrated grasper did not open. It is possible that entrapment of tissue may have occurred. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.